Event description:
It was reported that a urine drainage bag with a metal clamp was traveling through the air on its way to the MRI magnet when the bag knocked out the pt's arterial line. A weighted non-metal object was used on top of the drainage bag prior to the procedure, however, anesthesia removed the weighted bag and did not replace before the procedure began. The pt experienced minimal bleeding from arterial line site, but it was stopped immediately by a pressure dressing. Device was being used for therapeutic treatment.

Manufacturer narrative:
No sample was returned for eval. A lot number was not provided therefore the device history record could not be reviewed. There is nothing in the mfg process that could have caused or contributed to the reported failure. There was no catalog number provided therefore the review of the exact labeling could not be performed. However, an exhaustive review of labeling and instructions for use for drainage bags state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Position hanger on bedside rail, using a string or hook. Use sheeting clip to secure drainage tube to sheet. Important: hang drainage tube in a straight fashion from bedside to drainage bag. Ensure that the drainage bag is placed near the foot of the bed." Based on the event description where the customer states that: "a weighted non-metal object was used on top of the drainage bag prior to the procedure, however, anesthesia removed the weighted bag and did not replace before the procedure began" the reported issue could be confirmed as user related. (B)(4).